Manufacturer narrative:
Records indicate this device remains in service. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) received three inappropriate shocks. It was noted that the signal amplitude was low which resulted in t-wave oversensing. Shock impedance measurements were acceptable and the signal amplitude increased post shock. Testing was performed and small r-waves were reproduced with the patient lying on the device or leaning back on their elbows. The vector was reprogrammed to alternate to mitigate further inappropriate shocks and the patient will continue to be monitored via remote monitoring. No adverse patient effects were reported.

Manufacturer narrative:
Records indicate this device remains in service. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) received three inappropriate shocks. It was noted that the signal amplitude was low which resulted in t-wave oversensing. Shock impedance measurements were acceptable and the signal amplitude increased post shock. Testing was performed and small r-waves were reproduced with the patient lying on the device or leaning back on their elbows. The vector was reprogrammed to alternate to mitigate further inappropriate shocks and the patient will continue to be monitored via remote monitoring. No adverse patient effects were reported. Additional information was received indicating the patient recently received additional inappropriate shocks while laying on their left side. The sensing vector was reprogrammed to secondary which showed some noise however there was no evidence of oversensing. No adverse patient effects were reported.